Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a crack in the cassette and fluid leak when removing the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. The patient reset up but the alarm reoccurred. The alarm occurred multiple times that night. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a crack in the cassette and fluid leak when removing the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. The patient reset up but the alarm reoccurred. The alarm occurred multiple times that night. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Correction provided in g1.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a crack in the cassette and fluid leak when removing the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. The patient reset up but the alarm reoccurred. The alarm occurred multiple times that night. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.